Event description:
A medtronic representative reported that after registering the patient in a transsphenoidal biopsy, the system lost functionality of the foot pedal and touchscreen when they attempted to proceed to the navigate task. The rep reported that the mouse worked, but when she would click the on virtual or physical foot pedal, nothing would happen. She then brought in another stealthstation s7 system and the surgery continued without issue. No impact to the patient was reported.

Manufacturer narrative:
Parts are being sent to vendor for failure analysis.

Manufacturer narrative:
The transceiver was received by the manufacturer for evaluation on (B)(4) 2012. The investigator put the transceiver into the rack system and powered it on, both the touch screen and the foot switch operated without issue. The investigator cycled the power 3 times and repeated the test and no issues were observed. The system is found to be fully functional.

Manufacturer narrative:
A medtronic representative replaced the fiber optic transceiver in the system and after the part replacement the system tested fully functional.